Event description:
It was reported that the patient suffered from infection. The implantable cardiac defibrillator was explanted and was replaced at a later date. No further information was available.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).